Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03519. The patient received 2 scs leads with different lot numbers. The patient reported her scs system was explanted due to ineffective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.